Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) came to the site but couldn't verify the reported problem. After power cycling, the system started and operated normally. After reviewing the log, it confirmed the reported malfunction. To resolve the problem fse also reinstalled the software on this system and the suite pc were ordered as a precaution in case the issue reoccurred. After repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
Fse - (B)(6) - address problem with pc not booting up. It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.